Event description:
It was reported that a yukon oct spinal system polyaxial screw fractured intra-operatively during insertion. Surgery was successfully completed with an unknown surgical delay using a replacement screw.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: screw insertion. After the pedicle screw pathway has been prepared and proper screw size has been determined, load the implant for screw insertion using a yukon screw inserter. When loading the yukon screws, grasp the implant by the screw shaft and give a slight rotation, while simultaneously applying a downward force to properly engage the screw. Once loaded, spin the knob located above the sleeve clockwise to lock the screw in place. The yukon screw inserter has a black sleeve for ease of identification. Once the screw has been loaded, insert it into the pilot hole until desired depth is reached. The screw allegedly broke off at the shank below the tulip and was removed/replaced. However, the device was reported to have been lost during spd at the hospital and was not returned for investigation. The issue could not be confirmed as the device was unavailable for inspection. Based on the available information, it appears that excessive force was applied to the screw which resulted in fracture of the device.

Manufacturer narrative:
Device will not be returned.

Event description:
It was reported that a yukon oct spinal system polyaxial screw fractured intra-operatively during insertion. Surgery was successfully completed with a surgical delay using a replacement screw.